Event description:
Customer stated, "pad will not shut off." Customer did not claim injury. Product was returned. Investigator determined through testing that the switch when put in the off position would still return to drawing power as if on the high setting. Further investigation will be conducted by switch manufacturer, along with a follow up report submitted.